Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 179 mg/dl. The troubleshooting was performed. The customer was advised to disconnect to the insulin pump. The patient was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol, allow at least one minute for the battery contact to dry. The customer was advised to insert the new aaa (B)(4) battery on the insulin pump. The customer stated that display did not return. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue to used the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The device was received with normal operating currents. No damage found on the lcd isolation tape. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.